Event description:
It was reported that during a prostate procedure, the fiber cap had detached inside the bladder at 174,015 joules. The fiber cap was retrieved, method of removal is unknown. There was no indication or report of any part of the device remaining inside the patient. The procedure was completed with a second fiber. It was noted that the fiber cap was discarded and will not be returned to the manufacturer. There was no report of patient injury.